Manufacturer narrative:
Date sent to the FDA: 02/25/2020. Corrected information: g1.

Manufacturer narrative:
Date sent to the FDA: 11/18/2020. Additional information: a2, b7, d3, d4, g1, g2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. Mwr-08012019-0000295415 submitted for adverse event which occurred on (B)(6) 2012. Mwr-08012019-0000295469 submitted for adverse event which occurred on (B)(6) 2013. Mwr-08012019-0000295479 submitted for adverse event which occurred on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal and repair of recurrent right inguinal hernia surgery on (B)(6) 2012 during which the surgeon noted ¿multiple pieces of previously implanted mesh and repaired the hernia. The recurrent right inguinal hernia required another repair along with removal of previous mesh.¿ it was reported that the patient underwent recurrent right inguinal hernia repair surgery and removal of previous mesh on (B)(6) 2013. It was reported that the patient underwent hernia repair surgery on (B)(6) 2014. It was reported that the patient experienced severe pain, chills, inflammation, adhesions, recurrence, lysis of adhesions, removal surgeries, infection, scarring, disfigurement, loss of appetite and stress and anxiety. No additional information is provided.